Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion containing a bend of between 45 and 90 degrees was located in the mildly calcified right coronary artery (rca). A 28 x 3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The physician removed the whole system and it was noted that the proximal portion of the stent struts were damaged. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable and doing well.

Manufacturer narrative:
Device evaluated by MFR: a promus premier ous mr 3.00 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Distal strut segments 1 and 2 were damaged and pulled in a distal direction. The remainder of the stent was undamaged. The crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The eccentric target lesion containing a bend of between 45 and 90 degrees was located in the mildly calcified right coronary artery (rca). A 28 x 3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion; however, resistance was encountered. The physician removed the whole system and it was noted that the proximal portion of the stent struts were damaged. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable and doing well.